Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the event date should update to be 2023-aug-22. After investigation, the specific age and gender of the patient were unknown, and the patient underwent conjunctival laceration sewing surgery in hospital on (B)(6) 2023 (the specific surgical side was unknown). The surgeon used w9560 for conjunctival tissue sewing during surgery (the specific sewing method was unknown), and the surgery went smoothly. On aug-22, the suture brkoe and the conjunctiva was lacerated at the sewing site. The doctor considered that the suture was dissolved, and then resew the conjunctiva tissue of patient. No subsequent adverse events were reported.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the procedure and event date are both reported as 21-aug-2023. Please clarify the procedure and event dates. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Please describe any medical/surgical intervention required for this suture event including dates and results. Can you describe the appearance of the suture during second procedure? Was the suture found broken during the re-operation? Why does the doctor suspect that the suture dissolves too quickly? Were there any patient stress factors that precipitated the event? How was it determined that the patient's conjunctiva was torn? Please describe. What symptoms did the patient experience following the index surgical procedure? Onset date? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?--contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown. Corrected information: h6 type of investigation.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the procedure and event date are both reported as (B)(6) 2023. Please clarify the procedure and event dates. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Please describe any medical/surgical intervention required for this suture event including dates and results. Can you describe the appearance of the suture during second procedure? Was the suture found broken during the re-operation? Why does the doctor suspect that the suture dissolves too quickly? Were there any patient stress factors that precipitated the event? How was it determined that the patient's conjunctiva was torn? Please describe. What symptoms did the patient experience following the index surgical procedure? Onset date? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a procedure for a conjunctival laceration on (B)(6) 2023 and suture was used. One day after surgery, the suture dissolved and the patient's conjunctiva was torn. The patient was re-sutured. The doctor opined that the suture dissolved too quickly. Additional information was requested.